Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric bypass, while on first or second firing the surgeon was able to press the green button but was not able to squeeze the handle and few first pins noticed to be popped out. In order to fix the issue, the surgeon used another device. There was no patient injury.